Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. Event was not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# unk dvr screw; lot# unknown. E1: full establishment name - (B)(6). G2: foreign - event occurred in china. G2: literature - reference: liu j, zhao g, liu h, wang p, xue y, luo j, et al. Comparison of the therapeutic effects of modified 15-mm incision minimally invasive approach with the conventional approach in the treatment of ao 23-b3 distal radius fractures. Injury. 2025;56(11):112682 doi: https://doi.org/10.1016/j.injury.2025.112682. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was obtained on a retrospective study of patients who underwent surgical treatment from approximately five (5) years and ten (10) months ago to four (4) years and six (6) months ago. The purpose of the study was to investigate the efficacy of the modified 15-mm minimally invasive approach with the conventional orif approach in the treatment of b3 radius fracture. The study reported one patient of dorsal extensor tendon irritation in the m group; the screws were removed 2-3 months after surgery when primary healing of the fractures was observed. Attempts have been made and no further information has been provided.